Manufacturer narrative:
Note: explant date and thrombosis event date are being confirmed to determine if said event occur while on or post impella support. Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use as noted in the impella 5.5: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Notifications were received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that experienced ventricular tachycardia, access site hematoma and thrombus all requiring intervention. Post implant, same day in the evening, the patient experienced sustained ventricular tachycardia in which the patient was direct cardioversion back to normal sinus rhythm with a "definite" relationship to the impella device used. The impella device was repositioned at bedside under echo guidance, and thereafter this patient remained electrically quiet. The patient was listed as status 2 for orthotopic heart transplant. Two days later, intermittent runs of ventricular tachycardia were experienced to which maps remained within normal limits; converted once patient vagels. The impella 5.5 device remained at p-8; milrinone and nipride on-going. Days thereafter, increased ventricular tachycardia burden was noted. Lidocaine was added. Ventricular arrhythmia appropriately suppressed on IV lidocaine infusion. The patient recovered with no sequelae. Now day 7 of impella mechanical circulatory support, the patient experienced a right axillary hematoma with a "definite" relationship to the impella device used: the hematoma appeared bigger and cardiothoracic surgery evaluated; noted to be stable. Heparin drip was suspended for 4 hours. The patient recovered with no sequelae. On day 21 post start of the impella mcs, the patient experienced a nonocclusive superficial venous thrombosis in the left cephalic vein with a "possible" relationship to the impella device used. Eliquis was started over the weekend. Notes reflected, ¿no indication for ac. Stop heparin.¿ the patient recovered with no sequelae. The patient was eventually bridged to transplant and the impella 5.5 device was successfully explanted with a patient survived outcome.